Manufacturer narrative:
Date of event: exact date unknown, event occurred a month after the implant date. Explant date: a month after the implant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8120-50, serial: (B)(4), batch: 179640a.

Event description:
It was reported that the patients scs system was explanted due to scarring. No further information has been obtained despite good faith efforts.